Manufacturer narrative:
Upon further investigations of the new sample, it was determined that it contains a factor which interferes with a component of the ft3 assay. This limitation is covered in product labeling.

Manufacturer narrative:
A new sample from the same patient was collected and provided for investigation. For the investigation, the sample was tested on an e602 analyzer and e411 analyzer on 15-jan-2017. It was asked, but it is not known if any erroneous results from this sample were reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The serial number of the e602 analyzer used for investigation of this new sample was (B)(4). Ft3 reagent lot number 257824, with an expiration date of 31-jul-2018 was used on this analyzer. The serial number of the e411 analyzer used for investigation of this new sample was (B)(4). Ft3 reagent lot number 257857, with an expiration date of 31-jul-2018 was used on this analyzer.

Manufacturer narrative:
The patient sample was provided for investigation. The sample was checked for possible interfering factors, but no interfering factor was identified. There was not enough remaining volume of the sample available for further investigation. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4) - (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if erroneous results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. The sample was tested on the customer's e602 analyzer and also on an aia-cl1200 analyzer. The sample was provided for investigation, where it was tested on an e602 analyzer and a cobas e 411 immunoassay analyzer (e411). No adverse events were alleged to have occurred with the patient. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The serial number of the e602 analyzer used for investigation was requested, but not provided. Ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer. The serial number of the e411 analyzer used for investigation was (B)(4). Ft3 reagent lot number 227001, with an expiration date of march 2018 was used on this analyzer.